Event description:
It was reported that during the generator change this right atrial (ra) lead exhibited failure to capture at max output when tested with the pacing system analyzer (psa). This ra lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.